Event description:
It was reported during a laparoscopic nissen fundoplication while using the lcs16 the tips of the device would not align and the device could not be rotated. A new lcs16 was pulled to complete the case without incident. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.47505. Date sent: 11/12/1998. D5,6; h4: info not available. Harmonic scalpel laparosonic coagulating shears (lcs): based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was rec'd in good condition. The device was tested and was found to be functional. There were no anomalies noted with the alignment of the jaws or with the device rotating as designed.